Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced issues with the stimulation turning on and off. The patient reported back pain when the stimulation turned off. The patient had a history of a fall and had their lead checked previously, which was confirmed not to be an issue. The patient described needing to turn the stimulator on multiple times with the controller before feeling stimulation, and noted that the problem was becoming more frequent. The patient confirmed the stimulator was on from the home screen and was using program 1 with an intensity of 5.8, but still could not feel anything. The issue remained unresolved, and the patient was redirected to their healthcare provider for further assistance.